Event description:
It was reported that the system was explanted due to infection. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4). A lead damage was noted on the lv lead.

Event description:
It was reported that after the procedure completed a lead damage was observed on the lv lead.